Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during a previous therapy. Gts explained the alarm to the registered nurse (rn). She was unsure if the home patient (hp) was connected at the time of the alarm. The alarm had already been cleared and the hc torn down. The rn would let the peritoneal dialysis registered nurse (pd rn) know about the air detect alarm. There was no serious injury or medical intervention indicated at the time of the initial report.